Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Sinus rhythm at 64 bpm with motion artifact contributed to the false detection. The patient was in the physician's office at the time of the event. The patient was conscious and the staff was performing an echocardiogram at the time of the event. The physician was present for the treatment, and the lifevest was partially disconnected to perform the test. A review of the downloaded data confirms that the response buttons were only pressed after the treatment was delivered. The patient was released to her residence following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was released to her residence following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 01/2014 - reuse. Electrode belt (B)(4): 06/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. Continued on page 3 other remarks. (B)(4).